Event description:
Product related problem that extended the surgical procedure by 20 minutes.

Manufacturer narrative:
Examination of the returned instrument confirms the observation. Through previous investigations and product trending it is determined that the failure is related to design. Design improvement have been established to make this handle and instrument more robust. Further corrective action is not indicated. Monitor improvements through trend analysis. Depuy considers the investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.